Event description:
It was reported this pacemaker exhibited noise on this right atrial (ra) lead that resulted in inappropriate mode switches and atrial tachy response (atr) episodes. Additionally, this ra exhibited low out of range pace impedance measurements and low amplitude. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.